Manufacturer narrative:
On (B)(6) 2020, the returned autopulse platform (sn (B)(4) ) was serviced for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) and "system error, out of service, revert to manual CPR" error message displayed upon further testing. The error messages were due to a defective drive train motor likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in november 2010 and is more than 10 years old, well beyond the expected service life of 5 years. A system error 139 (unable to hold compression position) was identified after the archive data check. The drivetrain motor brake assembly air gap was out of specification. The brake gap could not be adjusted due to a defective drivetrain motor. The defective drivetrain motor needs to be replaced to remedy the fault. No physical damage was observed on the returned autopulse platform during visual inspection. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4) .

Event description:
During preventive maintenance on 12/20/2020, the autopulse platform (sn (B)(4) ) failed functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) and system error, out of service, revert to manual CPR error messages. No patient involvement.